Manufacturer narrative:
Field service engineer (fse) went on site to repair this device. The cracked lid was replaced. Equipment repaired and verified according to other equipment manufacturer instructions . Software attributes were verified and confirmed. The covers of the device were not removed, so an electrical safety check was not required. Evaluation is ongoing. Supplemental report(s) will be submitted when any information is available.

Event description:
As reported for this event, the device lid was cracked. There is no reported harm to any patient.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device conformed to specifications at the time of shipping. There is no available repair history for the device. The cause of the cracked lid is likely to be that the user had a device or something hard come in contact with the lid. The event was not due to user¿s misuse. However, the user can detect the event by inspecting equipment in accordance with the following instructions for use statement; chapter 3 inspection before use, 3.2 inspecting the lid and lid packing before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out. ·the lid is not cracked, broken, or otherwise damaged.